Event description:
It was reported that the lead was explanted after repositioning was unsuccessful due to dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.